Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device experienced an autotest failure in the energy selector. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device onsite and determined that the device experienced an autotest failure in the energy selector due to malfunction of label assembly and front case assembly. The label assembly and front case assembly was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of label assembly and front case assembly. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse determined that the label assembly and front case assembly was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time.